Event description:
A physician reported a large amount of water leaked from the back of the device and the upper and lower joints, emptying the balanced salt solution (bss) bottle and there was a high possibility of water leakage from the cassette. The cassette was removed, checked and wiped the cassette mounting part of the main unit, replaced the cassette pack. The procedure was canceled and postponed at a later date. There was no impact on the patient due to the interruption at the start of the vitrectomy procedure. Additional information was provided indicating the event occurred during the combination cataract and vitreous procedure (triple procedure). The cataract procedure had just been completed, so the procedure was discontinued at that point and the vitreous procedure was postponed to the following week. It was also confirmed that there was no impact on the operating staff due to cassette leakage.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., d.4., h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The turbid 25+ga (gauge) 10k cpm (cut per minute) surgical pak was visually inspected and no obvious defects were found. Surgical residue and bss (balanced salt solution) crystal was observed in the cassette, drain bag, tip on the probe, and manifolds. Snap clamp in the close position caused the infusion manifold to kink. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The led (light emitting diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. A submerge leak test was performed on the cassette. No leakage was observed during pressure into the cassette by the mensor. The sample could prime; tune with the handpiece, and pass iop (intraocular pressure) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Surgical residue in the sample obstructed fluid flowing to the tip of the probe during priming sequence. No occlusion occurred in the fluid path of the cassette and the drain bag check valve. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).